Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The right ventricular pacing impedance is stable at approximately 500 ohms through (B)(6) 2015 then begins to gradually rise up to 2062 ohms by (B)(6) 2015. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture management weekly trend data shows threshold stable at approximately 1.25 volts through (B)(6) 2015 then begins to rise up to greater than 2.5 volts by (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had high right ventricular (rv) lead impedance and thresholds. In-office testing confirmed that rv lead impedance was high at over 2000 ohms, and the pacing threshold was also high at 2.5 volts at 1 ms. It was also noted that the rv lead had a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.